Event description:
A malfunction was reported on a pump by the caller. There was no reported adverse impact to the customer's blood glucose level. The customer was provided with pump reset information and assisted in resetting the pump by technical support, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.